Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd interlink¿ IV cannula 15 gauge threaded lock would become loose by mere touch to the extension tube. The loose connection could cause leakage. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd interlink IV cannula 15 gauge threaded lock would become loose by mere touch to the extension tube. The loose connection could cause leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture:yes. 5 photos and 1 physical sample of a single threaded lock product were received and evaluated. Evaluation was performed through the bag as the sample was contaminated with clear unidentified liquid residue inside. The threaded lock interlink was connected to a piece of tubing via luer type connection. The tubing connection went only approximately half way up inside the threaded lock as it was stopped by a collar on the tubing. The threads of the connection were observed to have liquid residue. The threaded lock was removed ¿ it loosened easily at the first twist. The inner threads were evaluated under light and magnification ¿ no molding defects were observed. No other defects were observed in the sample. Based on the evaluation performed, the root cause could not be attributed to a manufacturing defect with the threaded lock product. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.